Event description:
It was reported that the right atrial (ra) lead has low pacing impedance and was causing muscle stimulation. The lead is suspect of a fracture. The lead was attempted to be revised but the subclavian vessel was found to be occluded so the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2011. (B)(4).